Event description:
The hearing performance with the device is affected since (B)(6) 2022. The user has poor speech understanding but awareness to loud sounds was present. Further technical checks are scheduled, however, no date has been provided yet. Further medical intervention is considered. CT imaging will be performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected since (B)(6) 2022. The user has poor speech understanding but awareness to loud sounds was present. Further technical checks are scheduled, however, no date has been provided yet. Further medical intervention is considered. CT imaging will be performed.

Event description:
The hearing performance with the device is affected since 07-feb-2022. The user has poor speech understanding but awareness to loud sounds was present. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance with the device is affected since 07-feb-2022. The user has poor speech understanding but awareness to loud sounds was present. Re-implantation is considered.

Event description:
The hearing performance with the device is affected since 07-feb-2022. The user has poor speech understanding but awareness to loud sounds was present. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.